Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: implanted: (B)(6) 2026: serial# implanted: (B)(6) 2026: product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Their trial started on (B)(6) 2026. It was reported that the wire detached. There was migration/lead moved/wire moved. It was unknown whether there a connector migration. It was unknown whether the product migrate around or entangle internal organs. Patient mentioned the wires were pulled but no bleeding. There was broken lead/lead damaged/lead cut. The cause of the issue was unknown. Troubleshooting was not performed. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60683031 serial# implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type screening de vice product ID 309201 lot# 60705072 serial# implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the lead broken was determined. The most likely cause of the event was due to that they dropped the part of the device. When asked about the steps taken to resolve the issue, the hcp stated that the lead removal visit was supposed to be on (B)(6) 2026, but they moved it to (B)(6) 2026 due to fatigue the lead removal was planned on (B)(6) 2026 as per patient's choice. The issue was not yet resolved. When asked about the steps taken to resolve the lead migration, the hcp stated that the lead removed on (B)(6) 2026. The issue was not yet resolved.